Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 580 mg/dl and diabetic ketoacidosis (dka). Cause of bg was known; however, customer indicated bg level may have been due to illness as customer had the flu. A correction bolus was delivered to address bg/dka. Customer was treated with fluids. The customer could not provide the exact treatments received while in the hospital. Customer was released from the hospital on (B)(6) 2019 with the issue resolved. The customer left the hospital with swollen feet; however, the cause could not be confirmed.